Event description:
Pt presented with nausea, vomiting and chest pain. The machine had multiple alarms. Nurse attempted to clear alarms and the blood leak alarm was not visible on the machine at first. The dialysate was checked for blood and was positive. All treatment stopped and lines discarded. Machine pulled. Pt started back on treatment and then had symptoms again and pt sent to e.r.